Event description:
Customer's daughter reported customer received an error 3 message on their freestyle freedom lite meter after blood sample was applied. Customer's daughter reported customer experienced symptoms of lightheadedness, shortness of breath and faintness. Customer's daughter also reported customer was hospitalized due to using expired test strips and treated with unspecified treatment. It is unknown if customer's hospitalization is associated with the reported product issue and customer's symptoms. Adc customer services made multiple attempts to contact customer for clarification but without any success. There was no report of any diagnosis, death or permanent injury associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors was observed during control solution testing.